Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2014.

Event description:
It was reported there was potential non-capture with the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.